Event description:
Related to #2183959-2011-00103 and #2183959-2011-00104. Clinical patient (B)(6) was implanted with an elevate posterior on (B)(6) 2008. On (B)(6) 2010, patient presented with exposure of anterior elevate, also, breakdown on perineal body with exposure. Reportedly, the patient was hospitalized for 8 days due to "infection" and had a "mesh removal" procedure on (B)(6) 2010. No further information provided.